Event description:
It was reported that the device had a power on reset which cleared the device serial number so the patient was unable to transmit via remote monitoring system. No power on reset message was observed during the clinic visit. The device was reported to be functioning normally. The device serial number was re-entered and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.